Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: no trend analysis could be performed as no specific event information is available. Event description: it was reported by the 411 group that a patient underwent hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. The sales rep was inquiring about product compatibility for the femoral head-stem combination. It is mentioned that the biolox forte ceramic head is to be replaced with a biolox delta head. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. Other components of the thr are not reported. Thus, the compatibility check could not be performed. Surgical technique is not reviewed as no primary surgery report nor x-rays were received for review. Conclusion: based on the given information the complaint could not be confirmed. The quality records could not be reviewed as no lot number was reported. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350 - 2018 - 01260.

Manufacturer narrative:
The manufacturer received document for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
The patient is being considered for a revision on an unknown day for an unknown reason.